Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Runs up and down without holding down the hand control buttons.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Information updated to reflect the correct complaint awareness date.

Event description:
Runs up and down without holding down the hand control buttons.